Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 106 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received whit intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted and contour next link meter functioned, communicated and recorded properly at the status screen. Unit received with minor scratched display, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.